Event description:
Additional information was received. It was reported that the patient¿s unknown endoleak has self-resolved.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The proximal neck is 21 mm in diameter and 14 mm in length. The left common iliac artery is 15, 17 mm in diameter and the right common iliac artery is 15, 16 mm in diameter. The right and left femoral arteries measures 9 mm in diameter and the left external iliac artery measures 7 mm in diameter. The neck angle is 67 degree. There is mild calcium and mild thrombus in the infrarenal neck. It was reported that the endurant stent grafts were implanted with no issue. An endoleak was seen at the end of the procedure and was thought to be a type ii following ballooning. A follow up CT scan and ultrasound revealed a persistent endoleak which may be a type IV or a type I. An intervention has not been scheduled. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films two days post-implant showed that the bifurcate was positioned just below the renals, within the short and angulated neck. The proximal portion of the bifurcate (approximate 1 stent length) was in the short/straight portion of the neck; the bifurcate aortic body then angulated approx 60deg r-l to the level of the flow divider. The proximal stent graft od was 22 x 24mm. The ipsilateral limb and extension were placed into the right common iliac, the contra limb was positioned in the left common iliac. The max aaa diameter was 5cm. Areas of contrast were seen beginning just proximal to the level of the flow divider, along the anterior and posterior side of the proximal neck which measured 26mm in diameter, continuing into the proximal aaa sac. Other area's of contrast were also visible throughout the sac, including near to where the left/contra limb entered the left iliac prior to taking a sharp bend in the left common iliac. The type and cause of the endoleak could not be confirmed. This may be proximal type I endoleak, likely due to the angulated neck and short proximal seal. However cannot rule out a type ii, type iii fabric, or type IV end endoleak. Angiography imaging may help with the determination of the endoleak and appropriate intervention.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak), (unknown cause of event), patient's condition affected effectiveness of device (anatomy related; angulated (off label) proximal neck), unapproved use of device (aortic neck greater than 60 degree). Conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak), off ¿label, unapproved or contraindicated use (aortic neck greater than 60 degree), device failure/lack of effectiveness related to patient condition (anatomy related; angulated (off label) proximal neck).